Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (5mg/ml, 3.0007mg/day) in an implantable pump for non-malignant pain. An infection occurred and the pump off authorization form was requested. The pump off password was provided. The infection was related to a pump. The location of the infection was pump pocket (unknown if other areas were affected. It was noted the pump was moved from one side of the abdomen to the other. It was unknown when the infection first began or what diagnostics were performed. The plan was to explant the pump on (B)(6) 2016. There was no allegation against device sterility. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.